Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
On 2015 (B)(6), information was received from a nurse regarding a (B)(6), female patient who was receiving fentanyl 2000mcg/ml at 100 mcg/day, bupivacaine 198mg/ml at 1 mg/day, and dilaudid 3.3mg/ml at 0.165 mg/day via an implantable pump for non-malignant pain. In (B)(6) 2015, the patient was supposed to have a refill but decided she did not want to because the pump was not helping. The pump was then alarming due to empty reservoir. The patient had electively decided to turn the pump to off state. Additional information has been requested regarding the cause of the event and troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013: product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a clinical study indicated that on (B)(6) 2013 the patient came to the clinic because they were frustrated that the pump wasn't working and that she was in more pain now than when the pump was implanted. It was noted that the plan was to wean down the patient then fill it with saline. It was noted that on (B)(6) 2014 the patient continued to have the medication decreased and on (B)(6) 2015 the pump was interrogated and reported to be in off state. No further complications have been reported as a result of this event.